Event description:
The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B5 - added information. D8 - added information. D9 - added information. H4 - added information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the issue but the definitive root cause of the reported issue could not be determined. The identified issues are most likely attributable to excessive force due to an impact or a fall on the distal end of the optic. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: the (B)(6) medical center. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 12°, 4 mm exhibited a broken internal lens. There were no reports of patient harm.